Manufacturer narrative:
Device passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer's insulin pump did not keep time correctly and consistently speeds itself up which affects the basal delivery. The customer also reported the insulin pump was cracked by the retainer ring. The customer's blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will not be returned for analysis.